Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Fortunately nothing happened [no adverse event] brush head fell off - oral-b [device breakage] case narrative: consumer via e-mail reported that the oral-b original toothbrush head fell off while they were brushing and the exposed metal shaft hit their front tooth with a strong vibration, but fortunately nothing happened. No injury was reported. 18-oct-2023 follow up via digital safety assessment survey: the consumer was a 65 year old female and no health care professional was contacted. No injury was reported.

Event description:
Fortunately nothing happened [no adverse event]. Brush head fell off - oral-b [device breakage]. Case narrative: consumer via e-mail reported that the oral-b original toothbrush head fell off while they were brushing and the exposed metal shaft hit their front tooth with a strong vibration, but fortunately nothing happened. No injury was reported. (B)(6) 2023 follow up via digital safety assessment survey: the consumer was a 65 year old female and no health care professional was contacted. No injury was reported.

Manufacturer narrative:
01-dec-2023 product investigation results: product return was received and evaluated. No failure could be identified, the product is according to specifications.